Event description:
Post-op infection. This case is from the health authority. It was reported that at 13:20, the patient was placed in supine position after successful anesthesia, and the posterior towel of the right lower limb was routinely disinfected. The procedure was started by inflating the tourniquet after elevating the right lower limb and driving the blood with a tourniquet. Standard pressure of the tourniquet leg. An incision of about 0.5 cm was made in the medial knee of the right knee, and the subcutaneous skin and fascia were incised and explored arthroscopically to explore the joint. The lateral meniscus of the right knee was obliquely ruptured from the body to the posterior horn, the ruptured meniscus was stuck between the femoral malleolus, the edge showed flocculent changes, the anterior horn of the lateral meniscus was externally assisted to the body meniscus cyst, the medial meniscus and the medial lateral tibial articular surface, the anterior cruciate ligament and other tissues showed no significant injury. Then an incision of about 0.5ml in the lateral knee was made, a shaver was used to clean the hyperplastic synovial tissue in the joint cavity and clear the joint cavity, removed the meniscus capsule from the outer edge of the anterior horn of the lateral meniscus to the body, used a plasma knife to remove the capsule wall and stop bleeding, completely internally suture the lateral meniscus cyst area for 3 times through the one-needle first-line technique, explore the arthroscope from the lateral approach, explore the ruptured meniscus bitten by blue forceps from the medial approach for meniscus plasty, use a shaver to remove the bitten meniscus tissue, use a johnson & johnson meniscus total internal suture system to suture the oblique tear in the body for one time, trim the edge of the meniscus with a low-temperature ion knife, repeatedly rinse the joint cavity with normal saline and then explore the joint cavity again, see the satisfactory lateral meniscus plasty, stable suture fixation, no capsule wall, no obvious free tissue, no important tissue damage, no femoral ankle tissue compression after extension and flexion of the knee joint. 8 days after operation, the attending physician had a ward round at 11:00, the body temperature was slightly increased, the right knee dressing was dressed, the appearance was dry and clean, the tenderness was positive, there was a sense of fluctuation in the lateral the knee joint, the movement of the right knee joint was limited, the blood circulation of the limb end of the right lower limb and the sensation of the toe were fair, about 20ml of yellow fluid was extruded, the patient was given clinical laboratory culture, and drug sensitivity and routine examination of joint fluid, oral diversion frustration tablets, anti-infection treatment was given. A day later, the patient was discharged. No additional information can be provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l20767), and no non-conformances were identified. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.